Event description:
Patient was revised to address disassociation of the liner from the cup. Update 2/10/2015 - pfs and medical records received. This complaint is now legal. After the review of the medical records for MDR reportability, the revision operative note indicated metallosis, metallic debris around the stem, malpositioned cup, and disassociation of the liner and cup. The stem and femoral head are being added. The cup reported on this com pertains to (B)(4).

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were received and reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).